Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml morphine (unknown) at 1.6 mg/day. The reason for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the pump was alarming or beeping on (B)(6) 2019. The patient mentioned she started hearing her pump alarm a few days ago but then yesterday (in relation to the call date of (B)(6) 2019) the alarm started to beep every ten minutes. Patient services (ps) suspects the first time the patient heard the alarm it was non-critical but is now hearing a critical pump alarm. The alarms were consistent with pump alarms. The patient then states that she is having her pump removed because it is defective. At her last refill on (B)(6) 2019, they withdrew the drug within her pump and it was at 11 ml and had not been dispensing the drug. She was sick in (B)(6) for two months and had been experiencing withdrawal symptoms on (B)(6) 2019. The patient thought she had a stomach flu and was throwing up so she was brought to the hospital. The caller was to follow up with the healthcare professional (hcp). In (B)(6), the patient had morphine in her pump with a concentration of 25 mg/ml. Now, the patient has morphine in her pump at a concentration of 10 mg/ml because the 25 mg/ml morphine is on backorder. The patient mentioned the morphine that she has is brand name. She believes the dose is 6 mg/day or "something like that.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep). It was reported that pump was alarming, possible catheter problem. Refill was supposed to be done and more medication was expected after drawing it out. The rep knew the environmental/external/patient factors that may have led or contributed to the issue. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
Concomitant medical products product ID 8780, (B)(4), implanted (B)(6)2018. Product type catheter; ubd: 2020-02-07, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep). The rep reported the cause of the alarm was low re servoir and empty reservoir. The patient was going to have a dye study done to see if their catheter was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-aug-14. It was reported that a dye study occurred and was unsuccessful. The pump segment of the catheter had become tangled. The environmental, external, and patient factors that may have led or contributed to the issue were unknown. Surgery was performed to put on a new catheter segment and the issue was considered resolved. The patient's status was alive - no injury.